Manufacturer narrative:
On 4-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and concern about sterility occurred. It was reported that when the sheath was pulled out, the box was already partially open. Sterility could not be confirmed. The doctor didn¿t want use product if any reason if product was open or not. There were no patient consequences. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned device revealed stress marks in the outer box. Afterward, the inside package of the device was also inspected, and there was no damage to the pouch nor other sterility compromises. A device history record was performed for the finished device batch number, and no internal actions were identified. The sterilization issue could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The stress marks observed in the outer box could be related to the manipulation of the package during the opening of the device while pulling out the sheath, before the procedure; however, this cannot be conclusively determined. The stress marks condition was not reported by the customer. The sheath instructions for use (IFU) contain the following recommendations: do not use if the package is open or damaged. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: packaging problem identified (c1605) / investigation conclusions: cause not established (d15) / component code: packaging (g04094) were selected as related to the customer¿s reported packaging issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported compromised sterility. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and concern about sterility occurred. It was reported that when the sheath was pulled out, the box was already partially open. Sterility could not be confirmed. The doctor didn¿t want use product if any reason if product was open or not. There were no patient consequences.